Event description:
A planned aortouni-iliac endovascular graft procedure was planned. Prior to the endovascular graft placement the physician elected to deploy another MFR's graft into the left external iliac artery to the hypogastric artery. However, due to complications, the graft was unable to be placed in the hypogastric artery. Physician then elected to place a three-piece modular graft. The left hypogastric artery was surgically removed and relocated lower in the external iliac in order to create a landing zone for the contralateral iliac leg graft. The main body graft was introduced via a right side introduction. The landing zones of both iliac leg grafts were unable to be obtained by placement of either leg graft. In order to reach a suitable landing area on the contralateral side an iliac leg extension was deployed distal to the initial leg graft. An iliac leg graft was deployed on the ipsilateral side, providing a sufficient extension to the ipsilateral leg, and landed at a location that would provide a secure seal in the vessel. Final angiogram did not reveal any sign of an endoleak. Please refer to 1820334-2004-00184 for additional info.